Event description:
It was reported that the cuff was not inflating despite massaging. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) , as a result of warning letter cms# (B)(4) . No problems or issues were identified during this device history record review. A product sample was received for evaluation. Visual and functional testing were performed. One used sample with was inspected without its original packaging, with the certificate of safe handling and the obturator. Visual inspection was performed at 12 inches under normal lighting to the received unit in order to detect any damage on the cuff. The sample was inflated with air using 5 milliliter (ml) syringe, after that the cuff was gently manipulated. The whole cuff was inflated without abnormalities. It was demonstrated that the cuff was symmetrical, and no leak was detected. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. No corrective actions required since the complaint was not confirmed.